Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6937a-52 implantable tachy lead: (B)(6) 2013; dtba1d1 implantable cardioverter defibrillator (ICD), (B)(6)  2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) impedances have gradually increased over the past four months to a high level. The rv and svc high voltage leads are still in use. No patient complications have been reported as a result of this event.